Event description:
Caller alleged discrepant inratio results. Patient presented at emergency where a lab test performed there showed her inr to be >10 (this test was repeated by a new collection). Customer had her husband bring her inratio meter to emergency where she tested; inr = 2.6. At this point patient had received an IV of normal saline/dextrose. The customer was later given 2-3 injections of vitamin k over a period of 24-48 hours plus other medications. Two to three weeks prior to (B)(6) 2013: inratio inr= 1.9. Customer increased her anti coagulant dose to 4mg (from 3mg) for a couple of nights before returning to 3mg. Customer had not re-tested their inr since this time, but usually reads between 2.2 and 2.4. The customer noted that they had not felt well for some time, but being a nurse and performing some night shifts (after a long period of not performing nights) they contributed the loss of appetite and ill feeling to this. Customer was not able to provide the strip lot number, as they were in the hospital, but did advise that the strips expired in (B)(6) 2013. Customer thought that it was probably ok to use the expired strips. The customer is currently still in the hospital with a suspected bowel obstruction.

Manufacturer narrative:
Customer may have utilized expired strip lot, but did not provide lot information. Using expired product may lead to incorrect interpretation of inratio result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date: (B)(6) 2013. Inratio meter = 2.6 inr. Reference = >10 inr, 1.9, 2.4 and 2.2 inr are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The difference is greater than 2.2 and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Neither product expected to return nor strip lot information provided. No further investigation will be pursued st this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Customer utilized expired product, but did not provide lot information. Trend analysis is not required. Corrective action not required at this time.